Manufacturer narrative:
(B)(4) .

Event description:
It was reported that sporadic lead noise was observed on a real-time egm during a scheduled follow-up. The noise was not reproducible with provocative. Programming changes were made. The lead was later capped and replaced. There were no complications for the patient.